Manufacturer narrative:
(B)(6). This complaint was identified during a recent clinical evaluation review/literature search of this device. The devices is a palmaz stents but the lot numbers are not available. The citation is as follows: gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302;. As noted in the publication gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case with implantation of a palmaz balloon-expandable stent for the iliac arteries (p294) for treatment of stenosis. The palmaz embolized into the superior vena cava due to the balloon being too small. It was repositioned with a balloon in the common iliac vein. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Procedural factors may have contributed to the reported event. As no lot number was supplied a phr could not be completed. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with peripheral artery and transhepatic biliary stent implantation may include, but are not limited to, the following: stent migration/embolization.¿ according to the warnings/precautions in the safety information in the instructions for use ¿use only with the recommended balloon dilatation catheters. When using the powerflex plus balloon catheter, use the crimping tube that is packaged with the balloon catheter. When using the maxi ds balloon catheter, use the crimping tube supplied with the stent.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in the publication gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case with implantation of a palmaz balloon-expandable stent for the iliac arteries (p294) for treatment of stenosis. The palmaz embolized into the superior vena cava due to the balloon being too small. It was repositioned with a balloon in the common iliac vein.